Event description:
Subsequent to the initially filed report, additional information was received. When inserting the device resistance was noted and tissue damage occurred. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to close foot was confirmed based on return device condition. However, the lever was opened, and the foot deployed with no resistance noted, then the lever was closed, and the foot fully retracted with no resistance noted. The reported difficult to insert vessel and difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of unspecified tissue injury is listed in the electronic proglide instructions for use (eifu) as a potential adverse event associated with the use of the device. The reported difficulty, patient effect and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery with a proglide device using the pre-close technique via a 6fr sheath prior to a diagnostic procedure. The sheath was upsized to an 8fr sheath. Reportedly, after pulling the plunger out of the device and retracting the foot, the device could not be removed from the patient. The device was forcefully removed and it was noted that the foot was not folded in properly leading to resistance. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.